Event description:
This event was reported as explant at implant due to intraoperative regurgitation. Regurgitation noted on echo after the patient's chest was closed. No extended surgery time. No further information was provided.